Event description:
The customer reported having high blood glucose of 565mg/dl and the insulin pump was not functioning. The caller experienced dry mouth and was shaky. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Instructed the customer to remove the cannula, but it was not bent. The caller mentioned changing the infusion set several times. The customer stated that she received her replacement and requested assistance with setting the bolus wizard and easy bolus. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.